Event description:
Pt receiving heparin infusion via pump at 4ml/hr. Pump alarmed and heparin bag was found empty. All settings on pump appear accurate. Pump taken out of service. Pt was monitoring closely, add'l lab work ordered and protamine ordered and given.

Manufacturer narrative:
During sigma's evaluation, a pressure plate return plate screw was found in a backed-out position, obstructing the travel of the pressure plate, causing the reported symptom. The return plate screws were re-secured and the pump flow rates delivered within specification. CAPA was initiated to investigate the occurrence of plate screws loosening. Engineering change notice incorporates changes to secure the plate screws. This pump's original manufacture date was in july 1999. The pump was at our facility for refurbishing in july 2005. No other servicing has been completed for this pump at our facility.